Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of ¿low¿ on cgm, needing settings adjustment. Customer consumed carbohydrates to address low bg. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.